Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system uninterruptible power supply (ups) displayed a failure message at installation. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: follow-up 1 MDR is being re-filed per request of the FDA, as the previous fu1 submission was filed and received by the FDA on 05/9/2018 under an incorrect MDR number (1723170-2018-03448) which contained the wrong year. The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode. (B)(4). If information is provided in the future, a supplemental report will be issued.